Manufacturer narrative:
Patient date of birth, lead information and concomitant device information is unknown at this time. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR. Report: 1627487-2018-09980. It was reported the patient experienced high impedances on one of the leads, as confirmed with diagnostics testing. As a result, the patient may be awaiting surgical intervention.